Event description:
Information was received indicating that a smiths medical pump was presenting with lec 1260 and error 1261 during testing. There were no patients present at the time of the event. There were no reported adverse events.

Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation of the device, the issue was able to be confirmed. Fluid ingressions were found damaging the microprocessor unity board. There was an additional customer note on the device indicating that the device got wet. This was the cause of the error. Replacing the mp board resolved the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.